Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump stopped. In review of the history log file, several pump stoppages were noted. In addition, when pressing on the pt's chest wall, the pump would stop. On (B)(6) 2013, the pt underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.